Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During inspection and testing, it was observed, that the metal part of the grasping section was visible through the tissue pad. The probe showed signs of burns. And the probe showed mark of contact with other objects. The investigation is ongoing. Therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that during a therapeutic liver resection procedure. Two thunderbeat 5 mm, 35 cm, front-actuated grip type scissors failed. The error message on the display was "probe defective". The user could not indicate any difference in handling, or anything else that would be noticeable. After the first thunderbeat scissors failed, the surgeon got a new pair, which also stopped working after a short time with the same error message. The intended procedure could be continued successfully. There was a delay of approximately five-eight minutes. There was no report of patient or user injury due to the event. The device was returned to olympus for evaluation. During inspection and testing, it was observed, that the tissue pad in the grasping section was torn with a missing part. This report is being submitted for the malfunction found during evaluation (part of tissue pad missing). Additional information received from the customer confirmed, that missing tissue pad fragments did not fall inside the patient. This report is being submitted for the issue with device #2, with patient identifier (B)(6). The issue with device #1, is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and tear. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing an error. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.